Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark) and a neuron select catheter 5f (5f select). During the procedure, while advancing the benchmark over the 5f select, the physician experienced resistance. While retracting the benchmark, the physician experienced resistance and subsequently, the benchmark stretched and broke in two pieces. Therefore, the proximal piece of the benchmark was removed. The patient was taken to surgery to remove the remaining broken benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed the device was stretched and fractured on its proximal shaft, and the distal fractured segment was not returned for evaluation. Further evaluation revealed an additional fracture on the mid-shaft, and the internal coil winds were unraveled and wrapped around the 5f select. If the device is retracted against resistance, the device may become fractured. The root cause of resistance experienced during the procedure could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.